Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable component. It was reported that the patient's implantable neurostimulator (ins) only had one lead connected, and the other port was plugged as the patient's second lead had impedance issues years ago and was disconnected from the ins and left abandoned in the patient. Caller confirmed that nothing was done with the abandoned lead, it remains left in the patient. Technical services (tss) did not ask further questions about this previous impedance issue. [See (B)(4) for related event].

Event description:
Additional information was received from the manufacturer representative (rep) stating the impedances were high. No actions were taken because it appeared to correct itself in post op.

Manufacturer narrative:
Continuation of d10: product ID 3778-75 serial# (B)(6) implanted: (B)(6) 2010 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.